Event description:
It was reported that during the procedure to treat a mildly calcified de novo lesion the mildly tortuous mid left anterior descending (lad) coronary artery, a 3.0x23 rx vision stent delivery system (sds) was advanced onto an abbott sport extra guide wire with resistance felt during advancement; the distal soft tip was noted to have separated while either advancing or retracting the sds in an unspecified guiding catheter, prior to reaching patient anatomy. The soft tip was found separated on the guide wire after withdrawal. The rx vision and guide wire were withdrawn separately and not as a single unit. A non-abbott sds was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent tip separation was confirmed. The reported difficulty to position could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Against resistance; incorrect removal. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.